Event description:
During implant procedure, no pacing was observed after connecting the leads to the device. A connection issue was suspected. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of no pacing was not confirmed. The device was received in normal working conditions. Analysis was performed, including output verification measurements and evaluation of header and connectors displayed no anomalies. Further analysis performed exhibited normal device characteristics with battery voltage above eri level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.